Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the occluded superficial femoral artery (sfa) and a subintimal approach was performed. Following the advancement of a non-bsc guide wire, a 5.0mmx80mmx135cm (4f) sterling¿ balloon was advanced to dilate the target lesion. Following deflation of the balloon, the sterling was stuck on the guide wire and could not be withdrawn. The physician then tried flushing the device with heparinized normal saline (hepns) many times but still could not remove the device. The physician then removed the guide wire and balloon together. The procedure was completed with another of the same sterling and the same non-bsc guide wire. No patient complications were reported and the treatment was successful.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).